Event description:
Follow-up information was received and confirmed that lv lead had chronically high threshold that were necessary for its position.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 1581 competitor implantable tachy lead (B)(6) 2005; 4470 competitor implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high threshold. The lead remains in use. No patient complications have been reported as the result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.